Event description:
"Patient reported having a temporary crown on and tentatively getting permanent on october 8th. Letter ceasing treatment was received on october 8th. ""It was a cracked molar and so was an emergency that required the immediate attention."" Dental history includes braces and crowns in location: 31, 19, 14 and the patient grinds/clenches teeth. No additional medical history available. Update: additional information was received on 10/18/2024 indicating that the patient has been cleared to continue treatment post-dental work as well as an x-ray. "

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.